Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down when the shock button was pressed. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. However; there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker was unable to verify the reported issue. The cause of the reported issue could not be determined. H3 other text : device not return

Event description:
The customer contacted stryker to report that their device unexpectedly shut down when the shock button was pressed. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.